Manufacturer narrative:
(B)(4).

Event description:
It was reported that this lead was capped and abandoned due to an unknown reason. This lead was replaced with another non-bsc product. The local area field representative was contacted for additional information, however at this time no further information is available. No additional adverse patient effects were reported.